Event description:
It was reported that during the implant procedure the right atrial (ra) lead became dislodged, as it was "too short" for the patients anatomy. The lead was removed and a longer length lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).